Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis, blood transfusion, ECMO and open-chest surgery. First it was reported that at the time of flush bubbles were detected at the entire tube. No bubble movement was observed while the pump was running. No error was observed on the pump. There was no error but bubble could not be removed at the time of flush. The tubing set was replaced with another new one. It was then reported that when thermocool smarttouch sf catheter was inserted into the left atrium again, cardiac tamponade occurred. After cardiac tamponade occurred, drainage was performed. There was approximately 1.5l of effusion, and blood transfusion was administered (blood volume unknown). The patient had a temporary cardiac arrest and an extracorporeal membrane oxygenation (ECMO) was inserted. The patient was moved to the operating room for open-chest surgery. Patient required extended hospitalization. Septal puncture was performed with rf needle. Causal relationship with the product. No abnormalities observed prior to use of the product nor during use of the product. Judging from the timing of blood pressure decrease, it was thought that the event occurred when the thermocool smarttouch sf catheter was inserted into the left atrium again and there was difficulty. The physician thought that the force was applied because the thermocool smarttouch sf catheter was operated without being released much from the vizigo sheath. Ablation was performed prior to cardiac tamponade being identified. Steam pop was not confirmed. The patient has a history of atrial fibrillation (af) 1st treatment. Additional information was received. The adverse event was discovered during use of the biosense webster products. The physician¿s opinion on the cause of this adverse event was procedure related. Patient fully recovered. The patient has been discharged from the hospital. There was one transseptal puncture site. The bubbles detected at the entire tube was assessed as non MDR reportable. Bubbles that cannot be flushed would lead to procedural delay/customer annoyance since the user will need to change the tubing prior to continuing the procedure. The risk to the patient was remote. The adverse event was assessed as MDR reportable under the thermocool smarttouch sf catheter.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31478702l and no internal action related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).